Event description:
A customer observed patient sample results associated with the wrong patient demographics for a sample on the 950 analyzer. Mis-associated of patient demograhics and results may lead to inappropriate physician action. There was not report of patient harm as a result of this event.